Manufacturer narrative:
Additional narrative: patient weight is unknown. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a humeral nail procedure to repair a mid-shaft humerus fracture the tip of a screw broke off. An x-ray done at the end of the procedure showed the screw to be slightly long, so the surgeon decided to attempt to replace it with a shorter screw. The tip broke off while the surgeon was attempting to remove the screw to replace it with a shorter screw. The surgeon removed the broken tip easily without difficulty. The surgeon decided to not try to remove the shaft of the broken screw. There was no surgical delay and the procedure was successfully completed. No additional information. Concomitant device reported: 8.5mm ti multiloc humeral nail right/cann/240mm-sterile part 04.018.240s, lot number unknown, quantity 1. This is report 1 of 1 for (B)(4).